Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
Patient's left hip was revised. Surgeon reported the femoral head wore off the stem (accolade tmzf stem) neck taper. Explant pictures showed wear on the head and trunnion with an indication of head disassociation from the stem. Head and stem were revised, the liner and shell were not.

Manufacturer narrative:
An event regarding disassociation of a unknown stem and unknown head taper lock with wear on the trunnion of the stem as reported. The event was confirmed through images of the explanted devices and the medical records provided. Method & results: -device evaluation and results: the devices were not returned, however explant photographs taken during revision surgery confirm severe trunnion damage with a ¿pencil-shape¿ deformity of the stem trunnion with major metal substance loss. The bone ingrowth surface of the stem has some adherent bone as sign of bone ingrowth fixation. The head appears unremarkable in the images provided. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: heterotopic ossifications in and around the joint space in concert with a moderate overweight condition and larger head size have contributed to an overload condition in the arthroplasty to cause corrosion with ultimately loss of taper lock functionality and disassociation of the femoral head from the trunnion requiring revision surgery. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion the explant photographs taken during revision surgery confirm severe trunnion damage with a ¿pencil-shape¿ deformity of the stem trunnion with major metal substance loss. The bone ingrowth surface of the stem has some adherent bone as sign of bone ingrowth fixation. The head appears unremarkable in the images provided. A review of the provided medical records by a clinical consultant indicated: heterotopic ossifications in and around the joint space in concert with a moderate overweight condition and larger head size have contributed to an overload condition in the arthroplasty to cause corrosion with ultimately loss of taper lock functionality and disassociation of the femoral head from the trunnion requiring revision surgery. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient's left hip was revised. Surgeon reported the femoral head wore off the stem (accolade tmzf stem) neck taper. Explant pictures showed wear on the head and trunnion with an indication of head disassociation from the stem. Head and stem were revised, the liner and shell were not.

Event description:
Patient's left hip was revised. Surgeon reported the femoral head wore off the stem (accolade tmzf stem) neck taper. Explant pictures showed wear on the head and trunnion with an indication of head disassociation from the stem. Head and stem were revised, the liner and shell were not. Update (B)(6) 2020: "this patient had primary bilateral surgeries on (B)(6) 2007 however only the left hip had been revised for hd. No complaints currently for the right hip."

Manufacturer narrative:
Reported event: an event regarding disassociation of a accolade stem was reported. The event was confirmed through images of the explanted devices and the medical records provided. Method & results: -device evaluation and results: the devices were not returned, however explant photographs taken during revision surgery confirm severe trunnion damage with a ¿pencil-shape¿ deformity of the stem trunnion with major metal substance loss. The bone ingrowth surface of the stem has some adherent bone as sign of bone ingrowth fixation. The head appears unremarkable in the images provided. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: heterotopic ossifications in and around the joint space in concert with a moderate overweight condition and larger head size have contributed to an overload condition in the arthroplasty to cause corrosion with ultimately loss of taper lock functionality and disassociation of the femoral head from the trunnion requiring revision surgery. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.